Manufacturer narrative:
Manufacturing site evaluation: samples received: there is not any sample nor batch number available. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. Without any closed sample an analysis cannot be carried out in order to make a decision. As indicated in the precautions from the premicron instructions for use: the surgical instruments used, such as tweezers and needle holders, shall not cause any crushing or crimping damage to the suture material. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The thread is used for fasten the thorax drainage. During use the thread is cracking. Diameter tread and needle inaccuracy. Thread broke during surgery.